Event description:
It was reported in 2007 a balloon angioplasty procedure of the left carotid siphon. The pre-procedure diagnostic listed a subarachnoid hemorrhage and controlled vasospasm, with a glasgow coma scale of 12. The subject device (balloon) was advanced to the target site and inflation was attempted. While inflating, "the angiography showed that the balloon expanded only a bit and did not reach its nominal diameter." Several attempts were made at inflating the balloon without achieving complete inflation. Following removal of the subject device from the patient, "it was found the balloon was perforated." The procedure was successfully completed with another balloon of the same type. Post-procedure status was reported to be the following: "the patient is recovering positively."